Manufacturer narrative:
(B)(4). Device has been received by zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a cannulated straight driver was broken during a procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product verified item and lot number. The cannulated straight driver exhibits signs of repeated use (nicked or gouged) but is not fractured. Performed dimensional analysis on cannulated straight driver lot 60698536 referencing note#1 on print. It's confirmed the functional gage item# 25-1002-511-00 passes and functions smoothly. Review of the device history record(s) identified no deviations or anomalies during manufacturing. No problem found for part 00430707400; returned product found to be conforming to specifications. Upon reassessment of the reported event, it was determined to be not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.